Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported when taking out upper aligner they had gum bleeding. They had a layer of skin come off. They also reported another blister that the skin has come off. Patient has tissue irritations on upper gums, provided soaking aligner tip and advised salt water rinses. Requested follow up after completing fit tips.